Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that after the lead was implanted, high, out of range, pacing lead impedance was observed. The lead was replaced. The patient was stable.